Event description:
It was reported that the pt developed an infection that would not heal. The day after the device was implanted the dressing was bloody and the incision was wide opened. The pt went into the physician's office the next day and was not put on any antibiotics. The following tuesday the wound was red and swollen. A 1/3 cup of drainage was expressed and the pt was treated with antibiotics. A week later a dissolvable stitch was placed. In 2008, the pt was treated with another course of antibiotics. A third course of antibiotics was started due to oozing at the neurostimulator site and "where lead exited the skin." That helped with the pain and tenderness. In 2009, a fourth course of antibiotics were used due to further oozing, puss and blood coming out of the wound. It was noted that the wound may have been opened when the pt was in the recovery room. The device worked well for the pt. The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
.